Event description:
(B)(4). Adverse event alleged. Malfunction alleged. End user states the head of the bed has been leaning to the left. She states this caused her to fall out of the bed, causing bruising on her right leg and arms. No medical intervention was sought. MDR filed.

Manufacturer narrative:
(B)(4). Adverse event alleged. Malfunction alleged. End user states the head of the bed has been leaning to the left. She states that the leaning of the head of the bed caused her to fall out of the bed in october. She also states that the fall caused bruising on the back of her right leg and on her arms. She says she is not required to use the bed rails on the side of the bed while in it. She states that the bed rail on the left side will not go up since the bed is leaning. End user states that once weight is put on the head of the bed it slowly lowers all the way down. See also oracle reference numbers (B)(4). No medical intervention was sought. MDR filed.